Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was confirmed by functional testing. The cause was the downstream occlusion sensor. The downstream occlusion sensor was replaced to resolve the issue. The device passed all the functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had cassette not attached. There was no patient involvement, and no patient harm/adverse event reported.